Manufacturer narrative:
Light microscopy (10x) indicates no evidence of material defect. Both fracture surfaces have fatigue striations, consistent with a fatigue fracture mode. Radiographs of the pt indicate that the bone graft had settled by at least 10mm. As a consequence of graft settling, it is likely that the screws were subject to severe loading beyond intended usage. At this time, jjpi considers this file closed.

Event description:
Pt originally had an anterior cervical and spur removal with a fusion of c4-7, using a codman anterior plating system. Pt began to experience arm and shoulder pain, with nerve symptoms. An x-ray taken on 2/20/98 revealed a fracture of the interior screws of the plating systems. Revision surgery was done on 3/2/98.